Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the surgeon used 10x60 smart flex self-expanding stent (ses) to perform the chimney technique. During the process of inserting the stent into the body, it could not be pushed. After it was withdrawn from the patient, it was found that the front end of the stent had partially expanded. Approximately 3-4 segments of the stent were prematurely deployed. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the (IFU). No unusual observations were noted about the stent delivery system (sds) prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve, which was in a locked position after opening the package. Resistance was encountered when flushing the stopcock, and there was significant resistance when flushing the sds. The target lesion vessel diameter was 8.8 mm, and the purpose was for a large stent window. The lesion was not calcified, exhibiting mild vessel tortuosity, and there was no percentage of stenosis noted. A non-cordis 6f sheath introducer was used. The sds was not advanced past the lesion prior to stent deployment, and no unusual force was applied during deployment. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. As reported, the surgeon used 10x60 smart flex self-expanding stent (ses) to perform the chimney technique. During the process of inserting the stent into the body, it could not be pushed. After it was withdrawn from the patient, it was found that the front end of the stent had partially expanded. Approximately 3-4 segments of the stent were prematurely deployed. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the (IFU). No unusual observations were noted about the stent delivery system (sds) prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve, which was in a locked position after opening the package. Resistance was encountered when flushing the stopcock, and there was significant resistance when flushing the sds. The target lesion vessel diameter was 8.8 mm, and the purpose was for a large stent window. The lesion was not calcified, exhibiting mild vessel tortuosity, and there was no percentage of stenosis noted. A non-cordis 6f sheath introducer was used. The sds was not advanced past the lesion prior to stent deployment, and no unusual force was applied during deployment. The device was returned for evaluation. A non-sterile ¿smart flex 10x60 vas,120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and laid flat on a tray for product evaluation. Upon thorough inspection, it was observed that the stent was partially deployed, with the plastic nut of the hemostasis valve tightly closed. Additionally, a severe kink was noticed approximately 29 cm from the proximal end. No other significant details were observed on the returned device. A functional test related to the impeded condition could not be performed because the stent was partially deployed. Additionally, once the shaft is kinked, the deployment process cannot proceed due to the pliability of the inner shaft, the kink prevents the ability to perform the functional analysis if the lumen is damaged. The reported ¿stent delivery system (sds) deployment difficulty-premature deployment¿ was confirmed as the stent was received partially deployed with a severely kinked condition preventing functional analysis. The reported ¿stent delivery system (sds) impeded¿ could not be confirmed due the premature deployment condition, impediment testing could not be performed, and the exact cause of the reported events remains undetermined. Functional analysis could not be performed due to the kinked condition of the device, which prevented the inner shaft from moving freely to simulate deployment. Based on the available information, it is likely that handling, vessel characteristics, and procedural factors, contributed to the events reported by the customer, as evidenced by the analysis findings. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available and the product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the surgeon used 10x60 smart flex self-expanding stent (ses) to perform the chimney technique. During the process of inserting the stent into the body, it could not be pushed. After it was withdrawn from the patient, it was found that the front end of the stent had partially expanded. Approximately 3-4 segments of the stent were prematurely deployed. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the (IFU). No unusual observations were noted about the stent delivery system (sds) prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve, which was in a locked position after opening the package. Resistance was encountered when flushing the stopcock, and there was significant resistance when flushing the sds. The target lesion vessel diameter was 8.8 mm, and the purpose was for a large stent window. The lesion was not calcified, exhibiting mild vessel tortuosity, and there was no percentage of stenosis noted. A non-cordis 6f sheath introducer was used. The sds was not advanced past the lesion prior to stent deployment, and no unusual force was applied during deployment. The device will be returned for evaluation.